Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of over 45 mg/dl. The customer treated through glucose carb intake. The customer also reported getting inaccurate readings with the sensor. Customer's current blood glucose level is 137 mg/dl. Customer declined troubleshooting for low blood glucose. The sensor was not returned for analysis.